Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
T was reported while using bd cathena safety IV catheter with bd multiguard¿ technology the nurse noticed a piece of plastic or catheter on the end of device. The following information was provided by the initial reporter: when breaking the seal of cathena, nurse noticed a piece of plastic or catheter on the end of device. She saved the small piece of plastic in the cap for investigation. She thinks breaking the seal can shear catheter. "Catheter appears intact, there is a small piece of ¿plastic¿ seen on catheter, nurse saved it and placed piece in cap and re-sheathed needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02sep2022. A device history review was not able to associate any non-conformances with the production of this batch. Based on the quality team¿s investigation, it is observed that there is a gel in the needle shield of the returned device. This gel has been identified as silicone, and likely originated from the cannula, and is a result of the assembly process. Silicone gel is used as lubrication to the cannula in the assembly process. The cause of the gel on the cannula could be due to the manifold screw hole being choked causing the gel to coagulate and transfer to the pad leading to excessive silicone supplied from time to time. The preventative maintenance does not currently have a scheduled plan to replace the manifold screw. The preventive maintenance will be updated the manifold screw yearly. H3 other text : see h.10.

Event description:
T was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the nurse noticed a piece of plastic or catheter on the end of device. The following information was provided by the initial reporter: when breaking the seal of cathena, nurse noticed a piece of plastic or catheter on the end of device. She saved the small piece of plastic in the cap for investigation. She thinks breaking the seal can shear catheter. "Catheter appears intact, there is a small piece of ¿plastic¿ seen on catheter, nurse saved it and placed piece in cap and re-sheathed needle.".